Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan from switzerland alleging the one touch verio pro meter was powering off during use. The patient's wife did not allege any harm or injury because of the reported issue. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed the meter was powering off during use. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's wife did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.